Event description:
The neurostimulator pattern was 'off'. It was randomly too weak and then painful at times. Stimulation was intermittent. The patient experienced overstimulation and shocking. The off pattern made her right leg jump. The problem was first noticed while the patient was at work, sitting next to a central processing unit and backup generator. The problem continued intermittently at all hours of the day, and also while not at work. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.